Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was interrupted. On an unreported date, dianeal therapy was restarted. During a call with baxter customer services (bcs), the following was reported. On an unknown date, the patient experienced peritonitis and was hospitalized on (B)(6) 2012. The nurse was unsure of the cause of peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. The patient was still in the hospital. The patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f10078 h11i06088 h11j24049 h11f20093 h11k01037 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and th cause was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code for the transfer set involved is unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.